Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a15/e15 alarm due to blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained address/serial number label.

Event description:
Customer reported via phone call that they had external flash crc error on insulin pump. The customer¿s blood glucose level was 127 mg/dl. The insulin pump will be returned for analysis.